Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump displayed error code 1870 on power up when the battery was inserted. The investigation determined that a defective motor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The motor was replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, error 1870 was noted. No patient was involved in this event. No adverse effects were reported.